Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on 20-jun-2024. Unomedical do not see kink as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kink slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1924802 - MDR 3003442380-2024-17429 - device 1 of 3.